Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, duodenovideoscope exhibited foreign material on the forceps elevator and light guide lens adhesive as well as residual liquid on the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, h3, h4 and h6. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 08-may-2024. Corrected field: e1 establishment name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the available information, the specific root cause that made the foreign material remain in the subject device could not be identified. The legal manufacturer was unable to confirm whether reprocessing steps were in alignment with the instructions for use. Additionally, there was no damage to the device at the location of the residual liquid. The suggested events are detectable and preventable by handling device in accordance with the IFU. Evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.